Event description:
The company was made aware on (B)(6) 2021 that a patient's neurostimulator (ipg) eroded through the ipg pocket/incision site. The physician performed a revision surgery to resolve the issue.